Manufacturer narrative:
(B)(4). Baxter evaluated the device in question. Further evaluation confirmed the "door not fully latched" message, caused by a loose link screw. The link screws were replaced.

Event description:
During baxter's device evaluation, the device was found to display a "door not fully latched" message. There was no patient involvement.